Event description:
Hill-rom received a report from a hill-rom technician. They found a note on the bed stating that the bed exit alarm does not work. The bed was located at the account on the eighth floor bed storage. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unknown if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.